Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38mg/dl and loss of consciousness. Paramedics were called and assisted by giving the customer a glucose injection and intravenous fluids (IV). The customer was transported to the emergency room (ER). Customer was treated with a glucose injection and intravenous fluids at the ER which reportedly resolved the issues. The customer could not specifically recall what was administered via IV. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was released the same day with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.